Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is not confirmed. The device was not returned. An x-ray was provided, however the x-ray did not provide enough information to confirm or investigate the complaint. The most likely cause for the reported failure may be a patient-specific event.

Event description:
It was reported that a revision surgery was necessary due to a aseptic loosening of the glenoid. The shoulder prosthesis was changed to an inverse shoulder prosthesis. No further information received. 20-may-2021 update dw further information were provided that the initial implantation was performed on (B)(6)2016. During the revision it was found that the rotator cuff was intact and that there was no sign of an infection or other morphology of the bone. The patient had a strain active life style and work. The patient was treated with a tornier aequalis reversed ii with a glenoid structure.